Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) did not look 'proper' under the microscope. Timing of the event is unknown. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The product was returned positioned incorrectly in the lens case. One haptic is extended toward the locking mechanism and is broken in the distal area. The broken haptic portion was not returned. Haptic damage was observed similar to damage from posts due to misalignment of the lens while closing. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification received reports the timing of the event was prior to the procedure.